Event description:
It was reported that errors 78 (scanner acublade error) and 75 (scanner position y axis error) were received during the transoral laser microsurgery procedure. The procedure was then aborted and rescheduled. The customer was unable to provide information regarding whether the patient was sedated or if there were any complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(4) the console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse checked the console and found the aiming beam from the articulated arm was not in the center indicating the aiming beam was misaligned. After performing alignment to the aiming beam, the error experienced by the customer was able to be fixed. Aiming beam alignment is part of the activities performed during routine preventative maintenance of the consoles. Based on the information available, the probable cause of caust traced to maintenance was assigned as improper routine or preventative maintenance contributed to the reported event.

Event description:
It was reported that errors 78 (scanner acublade error) and 75 (scanner position y axis error) were received during the transoral laser microsurgery procedure. The procedure was then aborted and rescheduled. The customer was unable to provide information regarding whether the patient was sedated or if there were any complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Manufacturer narrative:
Additional information provided in: b5 describe event or problem, h6 device codes. D3. Manufacturer email: moshe.barenboym@bsci.com the console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse checked the console and found the aiming beam from the articulated arm was not in the center indicating the aiming beam was misaligned. After performing alignment to the aiming beam, the error experienced by the customer was able to be fixed. Aiming beam alignment is part of the activities performed during routine preventative maintenance of the consoles. Based on the information available, the probable cause of cost traced to maintenance was assigned as improper routine or preventative maintenance contributed to the reported event.

Event description:
It was reported that errors 78 (scanner acublade error) and 75 (scanner position y axis error) were received during the transoral laser microsurgery procedure. The aiming beam also intermittently turned off during the procedure. The procedure was then aborted and rescheduled. The customer was unable to provide information regarding whether the patient was sedated or if there were any complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.